Manufacturer narrative:
Additional narrative: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It was reported the device is 6 years old and heavily used. Excess force may have caused the break of the drill bit. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the spade tip broke off the customer's gii 2.4mm drill bit during an elbow repair. The bone quality was extremely hard and the device could not drill through at all. The device was removed from the patient then examined. When they removed the device from the drill and then reinstalled it; the tip broke off. Rep confirmed it did not break in the patient. Unknown lot information but rep stated 6 plus years old with heavy use. The case was completed using another like device. There were no adverse patient consequences or time delay. The rep stated the device was discarded by the customer.